Event description:
Patient reported that their dentist has provided a letter of recommendation. In the letter the dentist states that the patient has an unilateral crossbite and anterior open bite with moderate anterior crowding. Dentist recommended patient to see local orthodontist for treatment with traditional braces to correct bite and crowding. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.